Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing hematoma was exacerbated under the lifevest equipment. Patient described the area as the hematoma on chest from falling and the equipment is making it bigger. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.